Event description:
To obtain pre-dialysis labs from the pt's central venous catheter (cvc), a vacutainer was attached to the catheter hub. When the luer adapter device was inserted into the vacutainer, it became lodged in the catheter hub. Staff removed the vacutainer, however, they were unable to remove the luer adapter device, which broke, leaving a piece of the luer adapter in the cvc hub. A clamp was placed on the cvc to prevent leakage of blood from the cvc. The piece of the luer adapter in the cvc hub could not be removed by incenter staff. The nurse practitioner was notified and assessed the cvc. The pt went to the emergency room. Staff at the ER were unable to remove the luer adapter from the cvc. The cvc was removed and a new cvc was placed at the hospital. The pt was admitted and discharged the next day. The pt returned for her scheduled outpatient dialysis treatment on (B)(6) 2017. Ref MFR # 1024879-2017-00151.